Event description:
The femoral vein was entered and the guidewire was passed. The triple lumen catheter was threaded over the wire. Therefore was not able to be removed initially. When it was pulled out, the wore frayed. The pt had what appeared to be arterial pulsatile flow. The bleeding was controlled with pressure and a sand bag. No other treatment was required. A second triple lumen catheter was inserted via the right femoral vein without difficulty.